Event description:
The patient reportedly experienced an infection at the implant site in the mastoid area in (B)(6) 2010. The patient was treated with antibiotics. The patient reportedly had bilateral otitis media with effusions. A follow-up treatment with a change in the antibiotics occurred. The antibiotics were coamoxiclav and cefixime. The patient's device performance has not been affected. The patient is being monitored.